Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot# unknown, implanted: (B)(6) 2006, product type lead.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported a consumer had an infection in the lead area. Consequences were noted as other surgical intervention. There were no further complications reported and/or anticipated.